Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of provided radiographs identified thin lucency of separation in the medial component of the tibial plate which is not well characterized. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information reported.

Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen femoral component catalog 00596401652 lot 62978586. Taper stem plug catalog 00596009900 lot 63172348. Unknown articular surface. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the explant was requested by the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient has underwent a revision knee arthroplasty approximately three years post implantation due to the tibial baseplate fracturing. No additional patient consequences were reported.